Event description:
The customer reported to olympus, the olympus asset evis lucera elite colonovideoscope had a clogged nozzle due to insufficient reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged but no foreign material was found, the nozzle was dirty, the angle was insufficient, the light guide tube was wrinkled, the keytop of switch 1 was damaged, and the angulation was tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. The cause of the suggested phenomenon was presumed to have been due to reprocessing of the device that deviated from the instructions for use (IFU). The user can detect the suggested event by handling device in accordance with the following IFU: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function". The user may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. ·only olympus-recommended or olympus-endorsed aers/wds [automated endoscope reprocessors] have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory." Olympus will continue to monitor field performance for this device.